Manufacturer narrative:
Medtronic received additional information that after implanting the annuloplasty ring and coming off of bypass, the patient's pulmonary artery pressure "skyrocketed". The patient's systemic blood pressure dropped and did not recover. The echocardiogram showed mitral regurgitation. The patient was placed back on bypass, the ring was explanted, and a bioprosthetic valve was implanted. The physician stated that there was no issue with the annuloplasty ring itself. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.